Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end with an exposed conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis. Additional findings not related to customer reported complaint: 1). Signs of corrosion were found on the instrument bearings. Both grip and pitch input disks bearings exhibit orange discoloration. 2). The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. 3). The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted with a frayed cable. There was no report of patient involvement.